Event description:
The below report was received by health authority FDA (reference number: (B)(4)) on 01-nov-2015. The most recent information was received on 23-mar-2020. This spontaneous case was originally reported by a regulatory authority and describes the occurrence of pelvic pain ("pain every day") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. Additional non-serious events are detailed below. Other product or product use issues identified: complication of device insertion ("cervix was ripped requiring seven stiches during essure insertion"). There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criterion medically important), menstruation irregular ("irregular menstrual cycles"), abdominal pain ("cramps so severe / severe abdomninal pain"), vertigo ("vertigo"), alopecia ("hair is falling out"), autoimmune disorder ("undiagnosable auto immune disease") and uterine cervical laceration ("cervix was ripped requiring seven stiches during essure insertion"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal pain, alopecia, autoimmune disorder, genital haemorrhage, menstruation irregular, pelvic pain, uterine cervical laceration and vertigo to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-mar-2020: social media report received : removal details update. Reporter information was added. Further company follow-up with the regulatory authority or the consumer is not possible. This case is being submitted retrospectively following an internal review based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 01-nov-2015. The most recent information was received on 01-jun-2022. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ('pain every day') and genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device insertion "cervix was ripped requiring seven stiches during essure insertion". In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menstrual cycles"), abdominal pain ("cramps so severe / severe abdomninal pain"), vertigo ("vertigo"), alopecia ("hair is falling out"), autoimmune disorder ("undiagnosable auto immune disease") and uterine cervical laceration ("cervix was ripped requiring seven stiches during essure insertion"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, menstruation irregular, abdominal pain, vertigo, alopecia, autoimmune disorder and uterine cervical laceration outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, genital haemorrhage, menstruation irregular, pelvic pain, uterine cervical laceration and vertigo to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 1-jun-2022: quality safety evaluation of product technical complaints. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.